Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
B2: is death and date of death added. B5: additional event description added. D6b: explantation day, month and year added. H6: health effect - impact code added.

Event description:
Additional updated clinical narrative was received reporting that the decision was made to withdraw care on 5/10/26. This is unlikely due to the bleed but most likely due to the patients underlying clinical presentation consistent with shock stage e. While on support the device functioned as intended for p-2 1.7l/min and d5w with sodium bicarbonate as the purge solution. A 68-year-old male with a history of coronary artery disease and renal insufficiency presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e. The patient was supported with an impella device via right femoral arterial percutaneous access and was also on ECMO support. During the post-procedural period after transfer to the ICU, bleeding was noted at the impella and ECMO access sites. Laboratory evaluation revealed a hemoglobin level of 7.2 g/dl and platelets of 77, with underlying coagulopathy while receiving heparin anticoagulation monitored by ptt (value at time of bleed reported as 55). The bleeding was described as oozing around the sheath access site. The clinical team administered two units of packed red blood cells and achieved hemostasis by placing a stitch at the access site, with resolution of oozing. There was no reported device malfunction or performance issue, and the device was not removed due to the event. The patient remained on support and was reported as stable. The event was attributed to patient-related factors, including coagulopathy, scai shock stage e and systemic anticoagulation, rather than to device malfunction or failure, with no device outcome involvement identified. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support.

Event description:
Clinical narrative: a 68-year-old male with a history of coronary artery disease and renal insufficiency presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e. The patient was supported with an impella device via right femoral arterial percutaneous access and was also on ECMO support. During the post-procedural period after transfer to the ICU, bleeding was noted at the impella and ECMO access sites. Laboratory evaluation revealed a hemoglobin level of 7.2 g/dl and platelets of 77, with underlying coagulopathy while receiving heparin anticoagulation monitored by ptt (value at time of bleed reported as 55). The bleeding was described as oozing around the sheath access site. The clinical team administered two units of packed red blood cells and achieved hemostasis by placing a stitch at the access site, with resolution of oozing. There was no reported device malfunction or performance issue, and the device was not removed due to the event. The patient remained on support and was reported as stable. The event was attributed to patient-related factors, including coagulopathy, scai shock stage e and systemic anticoagulation, rather than to device malfunction or failure, with no device outcome involvement identified. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The event was attributed to patient-related factors, including coagulopathy, scai shock stage e and systemic anticoagulation.